Event description:
It was reported this stent was placed without incident following a stone retrieval procedure. An attempt to reposition the stent was made by pulling the stent distally. Reportedly the pigtail did not uncoil. A ureteral tear was noted post procedure and ureteroplasty was performed. No further details are available with regards to the circumstances surrounding this event. Without further information co cannot determine if the patient condition contributed to this event. The directions for use state: "if stent is inadvertently advanced too far up ureter, attached monofilament line may be used to gently pull stent back down to proper position."